Manufacturer narrative:
The system was serviced in the field and hardware was replaced. Codes b01, c02, and d02 apply. The software analysis was completed. The errors found indicate an issue with the uninterruptible power supply (ups), there was no indication of a software issue. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that while setting up for a case, the representative noticed a flashing battery icon in the lower left of the application. The representative was unable to troubleshoot because the case was starting. The representative called back for troubleshooting. The representative performed uninterruptible power supply (ups) discharge and then left the system connected to wall power for 1 minute before powering the system back on. The representative logged into a self test. The battery camera cart and main cart at 100%. After removing from wall power, the system still had greater than 80% charge on both batteries after 3 min. The battery service error light was no longer present. The battery error appearing again and the camera cart would not power on 2024-6-14. Further troubleshooting was performed. While on the on phone, the representative was unable to recreate the issue of the camera cart not powering on. They turned on the system and did not see a battery error but when signing into the admin the main cart unexpectedly shut down. The system was connected to wall power. They attempted to turn on the main cart, led flashed and turned off. The system was removed from wall power, held the power button on each cart for 5 seconds. They connected the system back to wall power and booted up the system, and it displayed the error message " system has detected an issue during startup" for less than 2 seconds then immediately displayed the sign-in screen. In admin, both batteries were listed at 100%. Removed from wall power, both batteries held >89% for 3 minutes. The representative reported that during the original event on 2024-6-11 the entire system shut down unexpectedly when connected to wall power.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID unk_nav_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial battery 9735773 48v s8 svc ups 9735787 main cart s8 svc battery 9735771 24v s8 svc ups 9735788 camera cart s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.